Event description:
During an initial implant procedure on (B)(6) 2021, it was reported that the patient right atrial (ra) lead could not be implanted because of high capture thresholds. After several failed attempts to achieve acceptable capture thresholds, the physician elected to replace the ra lead and a new ra lead was successfully implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.